Manufacturer narrative:
The technician found the left trend gas spring was not holding. He replaced the left trend gas spring to repair the bed.

Event description:
Info received indicates the trendelenburg function is not working properly. When placed in trend, the bed would pop back up.